Manufacturer narrative:
Investigation: DHR, quality notifications and maintenance records were verified where no records potentially related to failure were found. The available sample was analyzed and it was possible to observe the open sealing defect - setup failure - double paper. The possible cause for the problem is an operational failure to perform the syringe bobbin wrapping paper roll setup. Production line operators will be notified of the occurrence. However, as this is the 1st reported occurrence, it would not exceed the batch acceptable quality level (aql).

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced a damaged or open unit package/seal where sterility of the product is compromised. Product defect was noted during use. The following information was provided by the initial reporter: it was reported to the quality department from the hospital pharmacy a defect in the package of the 20 ml syringe. The package came cutted in a duplicate form and irregular, compromising the sterility of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced a damaged or open unit package/seal where sterility of the product is compromised. Product defect was noted during use. The following information was provided by the initial reporter: it was reported to the quality department from the hospital pharmacy a defect in the package of the 20 ml syringe. The package came cutted in a duplicate form and irregular, compromising the sterility of the product.